Manufacturer narrative:
Pending follow up information on cause of fracture and device disposition. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, verification of sterilization, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device not returned as of yet. Per the instructions for use of the device, catheter fracture is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a catheter revision due to catheter fracturing. The patient reported a lack of pain relief.

Manufacturer narrative:
Device was not returned for additional evaluation and investigation as it remains implanted. Per the instructions for use of the device, seroma and skin irritation are known possible risks of use of the device. If additional information becomes available, a supplemental MDR will be sent. This report was updated to reflect the pump on account of the updated information. Internal complaint number: (B)(4).

Event description:
Additional communication with the agent covering the case stated that the actual issue was not a catheter fracture. Agent confirmed that the revision occurred because the patient developed a seroma and skin irritation. The patient's catheter and pump were relocated from the front to the back. Physician cut out a small segment of the catheter when the catheter was relocated and that portion was discarded. A drainage was performed near the patient's pump. It was reported that the pump site was a bit swollen but no additional drainage was performed.